Event description:
It was reported, the implantable neurostimulator (ins) "stopped working".

Event description:
Additional information received reported that the cause of this event was unknown. It was indicated that the device was reprogrammed numerous times. It was noted that the impedances were checked, the stimulation was increased and the cycling was turned off. Abnormal impedance measurements greater than 4,000 ohms were reported. A surgical intervention occurred on (B)(6) 2012, in which the lead, extension and implantable neurostimulator (ins) were replaced. It was noted that there were no complications due to this surgery. No hospitalization of the patient was required. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# v644344 serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3889-28 lot# v644344 serial#, implanted: explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).